Event description:
Customer reported unexpected negative reactions with capture-s assay on the galileo during validation testing. The 189 known reactive and non reactive samples were run on the galileo. Twenty five out of 189 samples were tested by other methods and were reactive. The samples were initially tested using the rpr, trep-check or trinity captia methods, then retested on the galileo. Customer later reported more unexpected negative reactions with capture-s assay on galileo.

Manufacturer narrative:
Testing was performed on an in-house galileo with retention capture-s, lot s106 and capture-s indicator red cells, lot 229040 no unexpected nonreactivity was observed. Testing was performed on an in-house galileo with customer's returned patients' samples.using retention capture-s, lot s105 and capture-s indicator red cells, lot 229040. 4 samples were qns for galileo testing; 2 samples exhibited positive reactivity. All other samples tested were nonreactive. Testing was performed on an in-house galileo with retention capture-s, lot s103 and retention capture-s indicator red cells, lot 229045 using customer's patients' samples. All customer's patients' samples were nonreactive. Buttons appeared negative (slightly fuzzy) visually. Performed rpr card tests on customer's samples. Six of 18 samples were nonreactive. Manual testing was performed with retention capture-s, lot s104 and retention capture-s indicator red cells, lot 229045 using customer's patients' samples. Approxiamtely 10 of 17 samples tested were reactive.